Event description:
It was reported the patient experienced discomfort at the ipg site due to the size of the device. Subsequently. The patient underwent surgical intervention on (B)(6) 2015, where the ipg was replaced with a different model, which resolved the reported issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.